Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) approximately 4 months ago due to extended charge times. It was reported that the physician elected to leave the device implanted and monitor the patient. A guidant representative called to report that this device's current battery monitoring voltage is 2.59v (charge time following the last capacitor reformation was 24.8 seconds, i.e. 4 months previously), eri.